Manufacturer narrative:
Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient underwent uneventful ilasik procedure in both eyes on (B)(6) 2015. Patient presented at the center on (B)(6) 2015 with striae in left eye. Patient brought back to the laser suite and the flap was lifted and stretch and stretched on (B)(6) 2015. Patient last seen at the center on (B)(6) 2015. Visual acuity sans corrected 20/20 right eye and 20/40 left eye pinhole 20/25. Rxm right eye plano 20/20. Rxm left eye plano +0.25 - 1.75 x 172 20/30.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.